Event description:
On (B)(6) 2015, the following was reported to arjohuhntleigh: on (B)(6) 2014, a portable ergolift was used to transfer the resident from the bed into a broda chair. The incident was described as follows: it is believed that staff may have placed add'l sling loops beyond what was needed into the hook mechanism to the carry bar. Upon transfer the resident's weight shifted and a sling leep disengaged from the hook mechanism. The resident fell sustaining a hip fracture and consequently passed away 2 days after the incident occurred. It was indicated that the hooks on the carry bar do not have locking mechanisms to ensure that sling loops remain attached during transfer. Based on the facility statement this device failure can be replicated even with the intended number of loops attached to the carry hooks and therefore the risk for future resident/pt falls and harm is high.

Manufacturer narrative:
(B)(4).